Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates yes, nose shroud cracked/broken yes, staples in nose yes(3), staples in the track yes(4), trigger engaged with precock yes. Functional tests & results: cycled instrument yes. Analysis conclusion: based upon the inquiry info received, visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to three staples jammed in the nose and a yielded cartridge nose weld. No conclusion could be reached as to how the nose weld had become yielded or how the staples had become jammed in the nose. The instrument was received with three staples jammed in the nose, one of which was formed. Co reviews each incidence as it occurs in an effort to continuously improve products and processes.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.